Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging a ventilator's internal battery failed to hold its charge. There was no harm or injury reported. The device was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.